Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that the d-ys sensor was giving low readings of 84. The baby was taken to the emergency room and was retested and had an spo2 reading of 99. No pt harm reported.